Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing which led to premature episode termination (possible inappropriate therapy). The lead remains in use. No further patient complications have been reported as a result of this event.